Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). It was reported to (B)(6) that since switching to the new vacutainers, the dpc staff have had a high rate of vacutainers breaking off in cather lumens during lab draws. The latest issue caused a patient to need emergency interventions and missed a treatment. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).